Event description:
Per the clinic, the patient experienced overstimulation with external device use during first fitting session. No serious injury has occurred. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.